Event description:
Per the audiologist, the pt slipped and fell in the snow, hitting his head. The pt reported that since that incident he is unable to hear with his cochlear implant system. An implant test performed at the pt's clinic in 2007 showed the cochlear implant was not functioning. Explantation/reimplantation surgery had not been scheduled at the time of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.